Manufacturer narrative:
Performed visual inspection on returned patch, no issues were observed. Sensor data extracted using approved software and sensor patch found to be in sensor state (normal termination).. Observed no issues with the sensor plug assembly. Sim-vivo testing was performed and all results were within range. No product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and being treated with a glucagon injection by his brother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and being treated with a glucagon injection by his brother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.